Manufacturer narrative:
H6: investigation summary two photos were provided to our quality team for investigation. Through visual inspection, particles are observed inside the vial. Without the physical sample to evaluate, we cannot identify the composition or origin of the particles. A device history review was performed for protector lot 2202131, injector lot 2205001, and infusion adapter lot 2204227, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lots and results were found to be acceptable. Retained samples from the reported protector, injector, and adapter lots were used for additional evaluation. Functional testing was also performed, penetrating the protector and adapter with a sample injector ten times. In all cases the product functioned as intended and no coring was identified. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ infusion adapter c100 experienced foreign matter in fluid path. The following information was provided by the initial reporter: enduser use bd phaseal for oncology drug compounding. Particles have been found in drug vial x1 and saline bag x1. Particles are suspected to be caused by coring when user insert bd protector onto the vial or when inserting infusion adaptor into the saline bottle.

Event description:
It was reported that the bd phaseal¿ infusion adapter c100 experienced foreign matter in fluid path. The following information was provided by the initial reporter: enduser use bd phaseal for oncology drug compounding. Particles have been found in drug vial x1 and saline bag x1. Particles are suspected to be caused by coring when user insert bd protector onto the vial or when inserting infusion adaptor into the saline bottle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.